Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 30 mg/dl. The patient was hospitalized on (B)(6) 2016. The patient did not remember any details of the hospitalization. The patient was treated with medicine to bring his blood glucose up. The insulin pump was not returned for analysis.